Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment. High pacing lead impedance and low pacing output were observed. The cause was an intermittent failure in the vring signal output pathway in the hybrid.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment. High pacing lead impedance was observed. The cause was a failure of the vring contact spring, which prevented a secure connection of the lead to the header.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that device interrogation showed an alert for high rv pacing lead impedance. All other measurements were normal. The patient was brought in for a lead revision procedure and the device was explanted. The lead remains active and implanted.